Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to an event queue overflow. Further evaluation of the device noted an anomaly on the hybrid. The cause of the bvvi was an anomaly on the hybrid.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented in the ER after feeling the patient notifier. The patient had palpitations. The device was restored successfully and the patient's symptoms were resolved. The patient was stable and will continue to be followed normally.